Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 415 mg/dl. The customer states they did not have any symptoms. The customer did not contact their healthcare professional, but do have a backup plan. The customer treated with a two unit bolus. Troubleshooting was performed. The setting were verified and determined the time, date and basal were correct. However the bolus wizard settings were incorrect. The pump history was reviewed and noticed a check setting alarm. The customer was satisfied with the setting and stated it would probably solve the high blood glucose issue. The device will not be returned for analysis.